Manufacturer narrative:
A sample has been received, but has not been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the display went black during the phaco mode o fa cataract with intraocular lens implant procedure. The system was rebooted, but locked up. An alternate system was used to finish the procedure. There was no harm to the patient.